Event description:
During a coiling embolization of a 10mm posterior communicating artery via the left internal carotid artery, it was reported that the coil (n-10-20-t10-tc) would not detach after several attempts. Upon withdrawal, the coil broke and approximately 5 cm remained in the micro catheter and the rest was in the aneurysm. Physician then utilized an x-pedion 14 guidewire to attempt to push the rest of the coil in the micro catheter into the aneurysm, but failed. Another coil (e-8-20-t18) was also delivered and failed. The physician then decided to take the pt for surgical intervention. The pt status was reported as "better" after the surgical intervention.